Event description:
It was reported that during a low anterior resection procedure, perfect doughnuts were retrieved. However, no staples were seen and the surgeon had to spend an additional hour hand sewing the anastomosis.